Event description:
Customer called lfs on 9/4/2002 alleging that their meter was reading inaccurately erratic. Patient reported obtaining a high results and falling into hypoglycemia due to increased intake of insulin. Patient was seen at the hospital due to hypoglycemia. Spoke with customer on 9/5/2002 and patient explained that at 5:00 pm they obtained a blood glucose reading approximately around "500 mg/dl". Patient was not experiencing any symptoms at the time. Patient took "20 units of regular and 15 units of nph" based on the meter reading and had dinner at 5:30 pm. At 6:30 pm patient started sweating and feeling low. Patient immediately had orange juice and a candy bar. Patient tested and obtained a "50 mg/dl" on their meter. Patient reported going unconscious after. The emergency medical technician was called to the scene and they tested and treated patient with 400cc of dextrose. Patient could not recall test results or device used by the emergency medical technician. The emergency medical technician was able to revive patient from the coma after 45 minutes. Patient was rushed to the hospital and admitted overnight for hypoglycemia. Patient could not recall any test results or treatment from the hospital. Patient explained that they had felt fine the whole day prior to obtaining the "500 mg/dl" reading. Patient explained that they had done nothing out of the ordinary and had taken their regularly prescribed medication. Patient did report being on a sliding scale for their regular insulin; however, patient could not provide the scale figures. Patient explained that due to the "500 mg/dl" reading patient adjusted their regular insulin. Patient reported running a control solution test with every 100 bottle of test strips. Patient did not report any failed control solution tests. Ccr replaced the meter and control solution.